Event description:
Boston scientific received information that during a normal changeout procedure, it was noted that the chronic device header was moved from it's original position. This device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. It was noted that the header was loose, but still intact. Visual inspection noted tool marks in the device casing and header surface. The damage to the header was consistent with induced damage.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.